Event description:
The customer reported that while pipetting on summit the technician noticed that there was no sample pipetted into wells b8 and d8 on the microwell plate. No error was generated by the summit. No death or serious injury was assoicated with this incident.